Event description:
It was reported that the patient underwent surgical intervention to explant the tactra penile prosthesis due to the position of the cylinder on the glans and causing discomfort. The physician believed that the positioning was close to erosion. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.